Manufacturer narrative:
E1 full address: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the image had a lot of noise during maintenance involving an olympus gastrointestinal videoscope. There were no reports of patient involvement.